Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed to power on. The device's ac power connector was found to be loose and needed reseated to address the issue.